Event description:
The article ¿transcatheter amplatzer occlusion and surgical closure of patent ductus arteriosus: comparison of effectiveness and costs in a low-income country¿ reported the following adverse event(s): atrial fibrillation was observed in one patient at the catheterization laboratory and was resolved by administration of amiodarone. Refer to the article for complete details.

Manufacturer narrative:
Aga medical has not received any additional information regarding this event, including patient and device information.